Manufacturer narrative:
The technician found the brake on the hi/low drive assembly was dirty. He degreased the hi/low drive mechanism to repair the bed.

Event description:
Info received indicates the brake on the hi/low drive is not holding and allowing the bed hi/low to drift slowly.